Event description:
It was reported the patient's implantable cardiac monitor could not be interrogated. The issue was resolved with a firmware download. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).